Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump's basal history did not match the active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump's black box showed that there was a pump reboot event on (B)(6) 2016 at 18:21. When pump was powered back on the date was manually set to (B)(6) 2016 and the time was manually set incorrectly by the user to 06:23. A manual time change was observed on (B)(6) 2016 rom 18:45 to 06:44. The incorrect setting of time on (B)(6) 2016 and the manual time change on (B)(6) 2016 by the user were the reason the basal delivery totals in the total daily dose did not match the active program. Pump was exercised for 24 hours and was found to be recording the basal rate accurately. Unrelated to the initial allegation, the display screen was dim and discolored.